Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted. Device not returned.

Event description:
It was reported that the contact believes the pump battery is depleting quickly. Contact stated 20% battery life usually lasts the customer all day but today it did not. The customer's blood glucose (bg) level was impacted (276 mg/dl). The customer delivered a correction bolus via the pump. Recommendation was made to charge pump more frequently.